Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, the pump touch screen was unresponsive. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the pump was reset, the customer corrected the time and continued to use the pump for insulin therapy.